Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they had a fall 6 years ago and had to redo their leads.